Event description:
It was reported that the balloon ruptured before use. The product was not used and there was no patient injury. When the product was returned for evaluation, the latex balloon was missing. Follow-up communications indicated that the latex was supposed to be returned with the kit but was misplaced at the hospital.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe. The contamination shield and introducer were not returned. The balloon had a rupture in the central area around its circumference. Latex material was observed at both proximal and distal bonds but the balloon latex between the bonds was missing and not returned with the catheter. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Visual examination was performed under 10x magnification. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance. It could not be determined if device handling may have contributed to the complaint. No actions will be taken at this time.